Event description:
On (B)(6) 2014, it was reported that customer had high blood glucose levels during hospitalization. Significant event leading to the hospitalization was an amputation procedure. Customer also reported being hospitalization for their high blood glucose on (B)(6) 2014. Customer was wearing the pump at the time of hospitalization. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.